Event description:
It was reported that 1 bd pen ndl 32ga 4mm was unable to prime. The following information was provided by the initial reporter : the daughter of the consumer reported that no medication will flow when priming. Date of event: unknown samples: yes

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-07-27 h6: investigation summary customer returned four 4mm, 32 gauge pen needles. No other identification was provided. Each of the pen needles was attached to a test pen. The pen was primed and saline was pushed through the system. The saline passed through the system and out the distal tip of the cannulas of the pen needles. None of the pen needles were clogged, and none of the pen needles leaked saline when pressure was equalized in the pen. These pen needles did not feature any defects and functioned as intended. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, bd was unable to replicate or confirm the customer¿s indicated failure of needle clogs. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. The root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 1 bd pen ndl 32ga 4mm was unable to prime. The following information was provided by the initial reporter : the daughter of the consumer reported that no medication will flow when priming. Date of event: unknown. Samples: yes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd pen ndl 32ga 4mm was unable to prime. The following information was provided by the initial reporter: the daughter of the consumer reported that no medication will flow when priming. Date of event: unknown. Samples: yes.